Event description:
Procedure: breast biopsy. According to the rptr: while they were suturing shut the pt's breast the needle broke and fell into the breast. They had to use a light amplificator to find the needle. They finally got it out but after 1h30 of additional intervention time.

Manufacturer narrative:
(B)(4)